Event description:
Customer reported she was hospitalized for low blood glucose. Customer stated that she has flu and did not eat lunch or dinner. Troubleshooting was performed and pump appeared to be operating normally.